Event description:
A patient in (B)(6) was undergoing continuous renal replacement therapy using a prismaflex m60 set ckt and a pismaflex machine. During treatment an external leak at the effluent pod was observed. Treatment was stopped and the blood in the extracorporeal circuit was not returned to the patient.